Event description:
It was reported that during a balloon treatment procedure, a balloon rupture occurred. Vascular access was gained via the femoral artery. The 7.0x15mm, 80% stenosed, eccentric and progressive target lesion was located in the non-tortuous and moderately calcified left subclavian artery. Upon inflation to 10 atm the 7.0x20mm wanda balloon ruptured. The procedure was completed with another 7.0x20mm wanda balloon resulting in 50% residual stenosis. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a balloon treatment procedure, a balloon rupture occurred. Vascular access was gained via the femoral artery. The 7.0x15mm, 80% stenosed, eccentric and progressive target lesion was located in the non-tortuous and moderately calcified left subclavian artery. Upon inflation to 10 atm the 7.0x20mm wanda balloon ruptured. The procedure was completed with another 7.0x20mm wanda balloon resulting in 50% residual stenosis. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the balloon material could not identify any tears pr pinholes. When the device was attached to an encore inflation unit and an attempt was made to inflate the balloon, a leak was found at the hub. An examination of the balloon inflation hub identified a 15mm longitudinal crack in the hub. The crack stretched from the proximal edge of the hub threads and extended 15mm along the hub. As a result of the hub crack, it was not possible to inflate the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).